Event description:
A health professional reported the incident in 2004. The initial report indicated that during a lap chole procedure, applier jaws would not re-open to release clip after clip closure onto vessel. The surgeon had to disassemble the applier in order to retrieve the applier from surgical site. The applier used was an endoscopic 5mm manual hem-o-lok applier. There has been no add'l info reported.